Event description:
Unomedical reference number (B)(4). Event occurred in the bahrain. It was reported that the patient faced an issue with infusion sent cannula was bent. It was inserted at the thigh and issue was observed on the first day of use. The infusion set was used for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.